Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent premature ventricular contraction ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardial drainage. During manipulation of thermocool smarttouch sf catheter in right ventricular outflow tract (rvot), 3 hours after the patient entered the room, a cardiac tamponade occurred. Pericardial drainage was performed and the symptoms improved. The hemodynamics stabilized. The physician believes that the perforation occurred during catheter manipulation not during ablation. The event was not related to the catheter. Ablation was performed several times before cardiac tamponade was confirmed. Steam pop was not confirmed. There were no abnormalities observed prior to use of the product nor during use of the product. Additional information was received. One catheter was used. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent premature ventricular contraction ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardial drainage. Additional information was received on 15-jan-2025. Patient details were obtained. The event occurred during the ablation phase. Patient condition has improved. The patient has been discharged from the hospital on (B)(6) 2024. The patient required extended hospitalization for observation. Activated clotting time was over 300 seconds. Additional concomitant products were received. Per the additional information received, the following sections were updated: b2, d9, d10, h6 health effect impact code. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 29-jan-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).